Event description:
It was reported that during a stenting treatment procedure, a vessel perforation occurred. The mildly tortuous and mildly calcified target lesion was located in the right coronary artery (rca). A kinetix guidewire was advanced to the lesion and while the guidewire was in the lesion without any devices on it, the wire prolapsed. When the physician tried to straighten out the wire, the distal tip of the device caused a perforation in the rca. A 2.0x12mm quantum maverick balloon was advanced to the distal rca, just proximal to the site of the perforation, for predilation and two 2.5x8mm promus stents were implanted and overlapping in the lesion. Postdilation was performed with a 2.5x12mm quantum balloon at 18atms. The same 2.5x12mm quantum balloon was then advanced to the site of the perforation and the balloon was inflated to 8atms for 30 minutes. During this time an echocardiography was performed, and no blood was visible in the pericardium. The quantum balloon was deflated, and the perforation was no longer visible. A 3.5x18mm promus stent was then implanted in the mid rca and a 3.5x28mm promus stent was implanted in the proximal rca. It was noted that there was faint extravascular contrast staining at the site of the perforation, but there was no evidence of continuous leakage. No additional patient complications were reported and the patient was discharged the following day in stable condition.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)